Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that this right ventricular lead was implanted after an unsuccessful attempt with another lead. This lead was successfully implanted by inserting it through the same stick, which resulted in a lot of bleeding. Shortly after the procedure, the patient became short of breath and symptomatic. A chest x-ray revealed a hemothorax. The patient had a chest tube installed and 500 ml of blood was drained. The physician felt the stick and leakage around where the leads entered the vein lead to the hemothorax.